Manufacturer narrative:
Aso was able to obtain the lot number and performed test for adhesion properties for retained samples in addition to reviewing test for biocompatibility tests. As of 10/21/2016 aso has not received a response from the consumer regarding the request for further information and return of unused samples.

Event description:
Consumer reported that after removing bandage it torn her skin and caused an infection.